Event description:
It was reported that two implants were implanted about 3/4 of the way into the bone before they cracked. The 3/4 of the already implanted implants remained in the bone with sutures attached. The remaining 1/4 of the implants were removed using a kingfisher device. The surgeon did not attempt to remove the partial implants that were already in the bone, he felt they were secure. Two additional implants from the same lot, were attempted to be placed during the same procedure. The implants were seated on the driver ready for impaction. Prior to any pressure being placed on the device, the implants broke. The implants were still attached to the driver and were removed from the patient. Bone preparation was done using a bone drill. Case was completed successfully using peek anchors. The procedure was a hip arthroscopy. Temperature exposure indicators showed 'product good'. Patient is an athletic male with hard bone quality.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, typically this type of event is caused by preparing a pilot hole that is too small, inserting the implant at an angle that is not co-axial to the pilot hole, prying and leveraging the implant while the implant is still loaded and impacting the driver before the laser line is flush with the surface of the pilot hole. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by the facility.